Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the luer locknut between the arterial tubing and needle had loosened during use and resulted in a leak. No additional patient consequence to report.

Manufacturer narrative:
One device was returned for evaluation. The returned device was examined visually and microscopically. Functional testing was completed with no identifiable defects. The complaint is unconfirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.